Event description:
It was reported that this right ventricular (rv) lead for the implantable cardioverter defibrillator (ICD) exhibited oversensing due to intermittent cross talk of the right atrial (ra) signal. The health care professional (hcp) reported the lead revision occurred a day post implant. Technical services (ts) recommended seeing if the cross talk could be reproduced or possible x-ray to see if the lead has moved. The patient had reportedly fallen recently before the oversensing event and that may have contributed. This ICD and rv lead remain in service. No adverse patient effects were reported.